Event description:
"While in use, pt's nurse (pt's mother) called complaining of vent having a possible short. It keeps turning off for a few seconds whenever they move the vent. No allegation of vent causing pt harm; inop alarm was activated."